Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) instructed the user on how to review the clinical audit trail for missed pause yellow alarms on the mx40 monitor, confirmed the alarms were present and acknowledged in the audit trail, and advised that a safety/psa report was submitted; the technical consultant (tc) obtained relevant logs and device information, performed a performance test on the mx40 and determined there was no fault with the device. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating the patient monitor did not generate pause yellow alarms. The device was in use at the time of the event. No adverse event occurred.